Manufacturer narrative:
The device was returned for bench repair. Results of functional testing indicated that the speaker was defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the defective speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. E1: reporting institution phone#:(B)(6). E1: reporter phone# :(B)(6).

Event description:
It was reported the device is presented with a speaker malfunction error message and no sound is coming from the device. Patient involvement is unknown. There was no report of patient or user harm.